Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable high hemoglobin a1c results for an unknown number of patient samples. Data was provided for 12 patient samples. Refer to the attachment to the medwatch for all patient data. The initial results were reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided.

Manufacturer narrative:
The reagent lot number was 21196501 with an expiration date of 31-aug-2018. The field service representative found there was low reaction cell rinse water. He adjusted the cell rinse water and the cleaner volumes. He ran analyzer performance testing, calibration, and qc. All system checks were successful and the system was operational.